Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. Reported event of difficulty lead removal from header was not confirmed. The device was received with normal telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels, with signs of rapid discharging. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Physician stated that they experienced difficulty removing the existing leads from the device header during the replacement procedure. Patient was stable, but experienced anxiety due to receiving the epi alert.